Manufacturer narrative:
Additional information: b5. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 23mar2026. The first basket was used twice and the second basket was used once before device failure occurred. The device used to successfully complete the procedure was from a different lot number.

Manufacturer narrative:
E1 phone number: phone: (B)(6). G4 ¿ PMA/510(k) #: exempt. H3 - device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported, during stone removal in the bladder, the basket wires of two ncircle tipless stone extractors broke. Both basket wires broke after capturing a stone and attempting to remove it. A photo was provided that appears to show a basket wire pulled free from basket cannula in both devices. A new basket was used to complete the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. No section of the device remained inside the patient's body.